Event description:
It was reported to medtronic minimed that the customer crack in case, battery cap cracked/damaged. The event involved product(s) mmt-1886. Troubleshooting was performed and confirmed customer received the reported issue physical damage (crack or scratch) on the pump not related to the retainer ring and battery cap damaged. No further patient complications were reported. It was unknown whether continued using the device or not. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Thump software was utilized and uploaded trace/history files properly. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and label damage (peeling and stained). In conclusion, customer concern for cosmetic damage confirmed during visual inspection where cracked battery tube case and cracked battery tube threads were noted. Unable to verify high bgs. Unable to confirm battery cap damage due to not receiving original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.